Manufacturer narrative:
The subject device was returned to the service department of (B)(4) but has not been returned to omsc. The service department of (B)(4) checked the subject device for evaluation. The subject device was visually inspected externally for damage that could be attributed to the reported phenomenon. New adhesive was identified around the nozzle and in the mouth of the nozzle, the adhesive, very thin in comparison, has been applied over the light guide lens glue and was peeling away. It was confirmed that a newly applied black rubber object around the nozzle and in the mouth of the nozzle. The distal end adhesives such as ccd adhesives were showing wear appropriate to the age of the subject device since the last repair (april 9, 2019), but the nozzle adhesive was black and shiny, the application of the adhesive was poor in compassion to an olympus repair. (It could be seen the third-party repair.) The subject device was not showing any other indication of third-party repairs. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection at the service department of olympus (B)(4), that it was found a black object in the mouth of air/water nozzle at the distal end of the subject device. The subject device had been returned from the user because the air/water channel was blocked which had found during the cleaning by the user. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Causes] based on the report of the service department of olympus europe se & co. Kg (oekg), omsc presumed there was the possibility these phenomena were attributed to the following causes for each; <a black object in the mouth of air/water nozzle at the distal end of the subject device> it was not able to specify the cause of this event. Based on the following information, omsc presumed that a part of glue, which was applied by third-party got in the nozzle and adhered there. -according to the evaluation results of oekg, the followings were confirmed. New black glue was adhered to the air/water nozzle. Application of glue was not by olympus repair. Therefore, the black glue may have been inadequately applied by third-party. -the instruction manual of the subject device states ¿equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner¿. < insufficient or incorrect reprocessing endoscope was used for the procedures > since it was presumed that adhesion of black glue was due to third-party repair, it was not able to specify whether reprocessing by the user was incorrect or not. If additional information becomes available, this report will be supplemented.